Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock, intermittent oversensing, low pacing impedance on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.